Manufacturer narrative:
A product development event evaluation was performed on the received subject devices applicator inner shaft (part # 03.812.003, lot # 9837589) and t-pal small trial implant (part # 03.812.308, lot # 3750668). The manufacturing documents of the received devices were reviewed and no complaint related issues were found. Due to the nature of the complaint, the investigation is split in two parts (case 1 = trialing, case 2 = implantation). Case 1: the surgeon had problems to bring the trial to a rigid position. It is written in the complaint description that the hinge on the instrument is weakened. It wasn't possible to reconstruct the case as the instrument was in a good condition. The holding mechanism also worked without problems. It is supposed that eventually the applicator knob wasn't tightening enough. Case 2: during the surgery the surgeon couldn't remove the inner shaft from the t-pal cage. To remove it the surgeon had to use force which yields to a deformation and finally to a broken distal end of the inner shaft. It can be assumed that during the insertion of the cage the angle of the applicator to the sagittal plane was below the recommended 10 degrees. Additionally an over-rotation of the cage (more than 90 degrees relative to the sagittal plane) eventually caused a jamming of the t-pal cage to the applicator. No design related issue could be detected. According to the performed pd evaluation is the root cause most likely handling related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation?: date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that for the third time this year during a procedure the applicator inner shaft would not release from the tpal cage once it had been implanted into the patient; hence the surgeon had to use force to remove it. In addition, the small 8mm trial would not remain rigid on insertion which suggests that the hinge on the instrument has weakened and requires replacing. The surgery was prolonged by 30 minutes. The patient's status/outcome is unharmed. Reported concomitant parts: tpal applicator outer shaft (part: 03.812.001, lot: 9751114, quantity: 1). Tpal applicator knob (part: 03.812.004, lot: 9877536, quantity: 1). The other two events are reported under (B)(4). This report is 2 of 2 for (B)(4).